Event description:
Complaint states that during a phacoemulsification procedure, an aspiration surge caused a capsule break. The surgeon performed an anterior vitrectomy and the replacement lens was successfully implanted with no further problems.